Event description:
A customer reported that the table was continuing to move down on its own. Eventually the system was no longer functional. There was no report of death or serious injury.

Manufacturer narrative:
The field service engineer (fse) had the technologist try the panels on the gantry and they could not activate. When the fse arrived at the site, he found that the multifunction foot-switch was sticking. The screw that holds the unload mechanism was loose and caused the switch to go under the bracket holding it in place and remain in the unload position. The fse adjusted the switch, open and closed the estop and the system was back into normal operation. Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4). Initial MDR mailed on (B)(4) 2012.